Manufacturer narrative:
The customer contacted siemens to report that a falsely low vancomycin test result was obtained from a dimension vista 1500 instrument. The siemens regional support center (rsc) evaluated the available date and observed multiple probe clog detection errors and sample aspiration errors. The rsc instructed the customer to clean the aliquot probe, drain and reseat the level sense cable and perform a sodium hydroxide cleaning on the server 1 probes. The customer ran the quick check procedure with passing results. The cause of the falsely depressed vancomycin test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely low vancomycin test result was obtained from a dimension vista 1500 instrument. The initial test result was provided to the physician(s). The same sample was repeated on the same instrument and higher test result was obtained. The repeat result was provided to the physician as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin test result.